Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if the malfunction recurred, and the caller acknowledged and understood the instructions.